Manufacturer narrative:
Evaluation results: related to operational context-event most likely procedural related. Evaluation conclusion: operational context contributed to event -event most likely procedural related. (B)(4).

Event description:
Physician was using a complete se iliac peripheral bare metal stent to treat an iliac and femoral artery occlusion. The patient had severe calcification at vascular lesion and 100% stenosis. Lesion was pre-dilated twice at 10 atm, and following pre-dilation 80% stenosis remained. Device was inspected and prepped prior to use with no issues noted. No previously deployed stent at site of treatment. No resistance noted with accessory equipment or during delivery to the lesion. The stent optimally positioned across the target lesion prior to deployment. No difficulty was reported during deployment. Post deployment, the physician found the middle of the complete se iliac peripheral bare metal stent was fractured at the opening of iliac artery through radiography. No intervention was reported to be performed for this event. No patient complications were reported and patient¿s condition is reported to be well. Device evaluation: the delivery system was returned to medtronic for evaluation. Initial guidewire movement failed due to a blockage in the inner lumen. The proximal end of the distal tip was raised and pulled distally indicating that it may have snagged during removal. There were deep scratches and indentations visible on the tip. There was no further damage evident to the delivery system. Procedural image review: one procedural image provided which captured the deployed stent and retraction of the delivery system. There is some deformation visible to a number of the mid stent segments. However the quality of the image is not sufficient to determine if the stent is fractured.